Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection in the ipg pocket site. Surgical intervention took place on (B)(6) 2019 to remove the system.